Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt's parent believes the infusion device does not deliver boluses properly due to elevated blood glucose of 30 mmol/l (540 mg/dl). The pt bolused 4 units of insulin and her blood glucose decreased to 19 mmol/l (342 mg/dl). The pt switched to her backup infusion device and her blood glucose decreased. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.